Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that per physician's direction they turned stimulation off on wednesday and since thursday morning had experienced extremely bad pain in lower right back above and below the implant site. Patient said that the pain was excruciating and can't get up in the morning. Patient said that pain was less intense in the afternoon and evenings but still there. Patient asked for assistance in turning stimulation back on. Patient then said hasn't had any improvement in symptom control since received the implant. Reviewed therapy information and general programming guidance. With instruction, patient connected to implant and switched programs and adjusted the setting. Patient will maintain stimulation level and will continue to track symptoms. Patient was directed to provide update to their managing physician. On 2024-nov-05 additional information was received from the patient (pt) . They repeated information about therapy never helped their symptoms, turning therapy off and then, experiencing excruciating pain in their lower right back, they couldn't move or walk. Pt said after turning therapy back on they still had pain for the next 2 days but over the weekend the pain started fading and pt said they were feeling much better. Pt said they've had no falls or traumas. Pt said their doctor has never heard of this happening and asked if had been heard of before. Agent reviewed some potential reported adverse events and redirected to their doctor. Pt said they have an appointment with their general practice doctor on monday (B)(6) 2024. On 2026-jan-02 additional information was received from the patient. The patient returned a call and reiterated they got a replacement because the previous device didn't work. The agent documented the reported event. No further action was taken by patient services.